Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident in which the aviva system gave blood glucose result of 72 mg/dl at a time when the customer had symptoms of hypoglycemia, was unresponsive and passed out. Wife called paramedics. Paramedics arrived within 5 minutes. Paramedics took reading on their meter and it read 45 mg/dl. These results were within 10 minutes. Paramedics then treated customer with half bag of dx50 thru IV. Customer was not admitted into hospital or taken to ER. Returning and replacing meter and strips.